Manufacturer narrative:
(B)(4). Date sent: 07/21/2021, h11: corrected data = h1 (not reportable). Based on review of the information previously reported under mwr-05072021-0000992234, the event does not meet the defined criteria for a reportable event.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: it is unknown what shape staples were deployed. A part of the anastomosed site was opened when the port was reopened. A part of the anastomosed site was cut and sent to pathologic examination. There was no problem about blood flow at the anastomosed site when the reconstruction was performed, but blood flow was not good when the port was reopened. The surgeon commented that it was not caused by the device. When reoperation was performed, the anastomosed site where blood flow was bad was cut, and additional hand suture was performed. The patient is currently under- follow-up. Additional information was requested, and the following was received: "what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What color setting was selected on the device and what was the sequence of the firings? No further information is available. What anatomical structures was the device fired on? No further information is available. Were other stapling or suturing devices used when creating the anastomosis? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. Was the device difficult to fire? No. How was the leak identified? Because the patient got a fever, a test was taken. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. It is unknown what shape of staples were deployed. What is the status of the patient? The patient is under follow-up. The sales rep tried to get the information, but no further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after an open ileocecal resection, the patient got a fever 10 days after the surgery, and then it was found leakage occurred. The drainage was performed, but the patient was not getting better, so the re-operation was performed. The staples at a part of the anastomosed site were missing. Another device was used to complete the case. No further information is available.